Event description:
It was reported that the patient¿s glucose trended high with a reported value of 400 mg/dl while using the ilet system after repeatedly using meal announcements to correct elevated glucose, which maladapted meal dosing. The patient at times disconnected from the ilet and administered subcutaneous insulin via pen, then reconnected later, and uses a teflon infusion set with a libre 3+ sensor. Symptoms included hyperglycemia and nausea. Outcomes included the need for unexpected medical intervention in the form of medication administration outside the ilet. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem involving improper method, and user-interface involvement, consistent with use of meal announcements as a correction strategy rather than per instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.